Manufacturer narrative:
This report is submitted on november 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and swelling from an infection at the implant site. Subsequently, the patient was hospitalised and administered oral antibiotics (date not reported). The patient was discharged from hospital and remains on oral antibiotics for a period of two months.